Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was replaced.

Manufacturer narrative:
The lead was returned with no complaint reported event. Analysis found that a complete lead was returned in one piece measuring 86.1cm. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.